Manufacturer narrative:
There was no button error alarm during testing. However, the pump had intermittent button response due to flattened esc button dome switch. There was no unlocked lcd keypad connector noted. The pump was received with all operating currents within spec and passed functional testing including unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The pump had cracked reservoir tube lip.

Event description:
The customer returned their insulin pump. No further information provided.